Event description:
It was reported that the patient presented remotely. Review of transmission revealed inappropriate automatic mode switch due to far r oversensing on the implantable cardioverter defibrillator. No changes or intervention was reported. There were no patient consequences.